Manufacturer narrative:
Concomitant products: 680r34 heart ring, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead experienced high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.